Event description:
Pt undergoing angioplasty and stent placement. Co stents. Number one was inserted with no difficulty noted, number 2 was not deployed or retrieved. Right coronary, this device remains in the pt, it was attempted through radiological consultation to locate the device. Medical and surgical consultations also performed. Pt was ultimately also discharged from the hosp, no further surgery was deemed appropiate, no further anginal symptoms noted.